Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment using conformable gore® tag® thoracic endoprosthesis for ulcer-like projection in thoracic descending aorta. The patient tolerated the procedure. On an unknown date, a follow-up examination revealed a pseudoaneurysm at the proximal end of the device. On (B)(6) 2019, this patient underwent re-intervention using conformable gore® tag® thoracic endoprosthesis for pseudoaneurysm. Two ctag devices were implanted to extend the device proximally. The patient tolerated the procedure.